Manufacturer narrative:
Device evaluated and found as reported. Instituted corrective action. Unique occurrence, no further corrections needed.

Event description:
End-user reported a hole in the insulation of the device. The device came in contact with a table and caused a small burn to the table. No patient was involved.